Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the there was no issue with drawer and working properly. The field service engineer removed the top cover and inspected the connections within the electronics drawer. Additionally, dust was cleared from beneath the top cover. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, drawer was not communicating and cannot be recovered. The customer indicated that the malfunction occurred while the user was attempting to dispense medication to the patient; however, the user obtained the medication from an alternative device. There were no adverse events or injuries reported based on this incident.